Event description:
The technolooooooogist was changing the collimator on a dual head gammacamera, using the "change collimator" menu. When the gantry started to rotate into acquisition set-up, the collimator unhooked from the dector and struck the leg of the scintibed.there was no personal contact with patient or technologist, and no injuries involved. The foreign manufacturer reported the incident.device not labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.